Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all patients and medication orders were not crossing over to the stations. A technical support specialist (tss) dialed into the server, identified that cce (carefusion coordination engine) services were not running, then restarted the services, reran queries, and verified that all messages were current. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all patients and orders were not crossing over to multiple stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.